Manufacturer narrative:
(B)(4). Date of initial report : 12/17/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were sticking and were not opening properly. The device was used for 10 minutes and then another device of the same type was opened and were used to complete the case. There was no adverse outcome to the staff or patient.